Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.12" x 0.19" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause is typically attributed to user mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted unspecified cardiac surgical procedure, the mega suturecut needle driver instrument had a broken tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 14-sep-2021 and obtained additional information: no fragment fell into the patient. The or staff used a backup instrument.